Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, no capture, high impedance and oversensing. Resulting in the patient experiencing a syncopal episode. An rv lead fracture was confirmed. Both the right atrial (ra) and rv leads were attempted to be extracted, but due to clavicular crush and adhesion to the leads, only partial lead extraction was achieved. The remaining lead portions were capped and a new rv lead was implanted without incident. The ra lead was not replaced due to the patients condition of chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.